Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer¿s blood glucose level. The customer was advised by technical support to store the pump properly before returning it, and a replacement pump was sent out. The customer will use multiple daily injections (mdi) as backup therapy until the new pump arrives.